Event description:
It was reported to philips that the flexvision pc had a display failure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer (rse) received that the flex vision pc had a display failure. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome. Evaluation method code was corrected.